Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when the device was removed from the outer box in preparation of an implant procedure, the sterile wrap of the inner packaging of the device was found to be loose and the device was not resting in the package properly. The device was not implanted. No patient complications have been reported as a result of this event.